Manufacturer narrative:
This is the final report.

Event description:
A report was received that a patient was experiencing a burning sensation at the pocket site. The physician determined that the discomfort was not due to an infection and prescribed pain patches to relieve the patient's discomfort.